Event description:
It was reported that the patient was having an increase in seizures up from 2-3 per day to up to 10 per day as well as wasn't able to feel stimulation. It was also reported to be having an increase in seizures during two appointments earlier in the year. Information was later received that the patient's system diagnostics were ok. No additional relevant information has been received to date.

Event description:
Information was received for the physician's office that the seizure activity was above the pre-vns baseline and that the reason for the cause in increase in seizures as well as not feeling magnet stimulation was that the stimulator amplitude needed to be raised. Settings were also provided by the physician.